Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that orange, cotton-like foreign matter was noticed in the bd syringe with luer-lok¿ tip before use, after avastin had been drawn with a needle and filter, and attempted to be pulled up into the contaminated syringe. The following information was provided by the initial reporter: "when the operations nurse pulls up the avastini syringe, it goes slow. She then discovers that something orange (cotton?) Is in the syringe. The syringe has not been in the distress. Avastin was pulled up with a needle with a filter (so it can't come from it) the checked filter in the cannula and there was nothing. In the sample there is avastin in that syringe, but they never used it."

Event description:
It was reported that orange, cotton-like foreign matter was noticed in the bd syringe with luer-lok¿ tip before use, after avastin had been drawn with a needle and filter, and attempted to be pulled up into the contaminated syringe. The following information was provided by the initial reporter: "when the operations nurse pulls up the avastini syringe, it goes slow. She then discovers that something orange (cotton?) Is in the syringe. The syringe has not been in the distress. Avastin was pulled up with a needle with a filter (so it can't come from it) the checked filter in the cannula and there was nothing. In the sample there is avastin in that syringe, but they never used it."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality engineer team for evaluation. Through visual inspection of the photo provided, a brown foreign matter was observed inside the syringe. A device history review was perform for lot number 1808050, no deviations or non-conformances were identified during the manufacturing process. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. Based on the photo and available information, we are not able to determined a root cause at this time. H3 other text : see h.10.